Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately last year.

Event description:
It was reported that patient had difficulty charging the ipg and was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.